Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A flow accuracy test was performed, and the results passed. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused. The event occurred during testing in the biomed service department after a firmware update. The volume to be infused (vtbi) was 20ml with a 50ml syringe and the actual vtbi was 19ml. The pump was tested again with a 20ml syringe with a vtbi of 5ml and the pump delivered 4ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.